Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the clinic after the patient's family exchanged their system controller due to a backup battery (ebb) fault unprompted by a medical professional. Per the patient's mother the system controller was exchanged, the pump did not turn on and the backup system controller screen said "charging". They were then prompted to place the patient back on their primary system controller. It was noted that the ebb fault had not resolved, and log files were submitted for review which confirmed the ebb faults on (B)(6) 2024 along with a driveline disconnect at 13:20:14 and reconnected at 13:35:47. The pump returned to operating at set speed. The ebb fault had returned but appeared to have cleared after a system controller self-test was performed. Additional log files were submitted for review, and it appeared that on (B)(6) 2024 the system controller was powered up using the mobile power unit (mpu), but the driveline was not connected. The patient was sitting in bed at the time of the event and did not experience any symptoms. All the system controllers and backup batteries seemed to be working appropriately.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of difficulty connecting the driveline (B)(6)) was not returned for analysis; however, log files were submitted for review and data from the reported event date of 18jul2024 was reviewed. According to the captured data, the pump was never connected to the backup system controller (serial number: (B)(6)). There were no other notable events active in the log file. Pump operation was not affected. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power, backup battery fault, and driveline disconnect conditions. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.